Event description:
It was reported that after an esophagectomy procedure, the pt had an intermittent high fever. A leak was found in the mediastinum one week after the procedure by using CT and endoscopic image. A drainage tube was left in the mediastium. As a result, pt's condition was getting settled. There were no problems with the functionality of the device during the case. Patient's current condition is stable.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if furthe investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.